Event description:
It was reported that, during a photoselective vaporization of the prostate, and after 157.133 joules and 17:04 minutes of use, the fiber broke and began shooting straight. Standby button was pressed immediately and the fiber was replaced to complete the procedure. There were no patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate, and after 157.133 joules and 17:04 minutes of use, the fiber broke and began shooting straight. Standby button was pressed immediately and the fiber was replaced to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis of the fiber tip identified a circumferential fracture at the distal side of the fiber cap. The metal cap exhibited moderate debris adhesion on its surface. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. Based on analysis results the reported fiber break and forward firing could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber break and forwarding firing. It is probable that the debris adhesion identified on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including a distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. IFU also instructs do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. The device history record review confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.